Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a ventricular lead exhibiting intermittent loss of capture. Clinician noted that patient had unstable ventricular thresholds and made programming changes on the device. No patient symptoms were reported. It was noted that the patient had an underlying rhythm that supported them despite the loss of capture.